Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp bnp result was obtained on a patient sample. A previous draw showed a higher result. Testing was repeated for the patient sample and the results were reported. Patient was in the emergency room. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bnp results.